Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 771-796 mg/dl and ketone level was high. Customer went to the emergency room. Insulin injections and intravenous fluids were administered. Bg lowered to 128 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous fluids and insulin injections treatment were continued. Elevated bg/dka were resolved. There was no permanent damage. It was also reported that while hospitalized customer's bg lowered to 32 mg/dl. Contact declined to provide further information regarding the low bg. It was not known if the customer was using the pump at the time of the low bg. Contact alleged the elevated bg was due to the pump not delivering insulin. Contact declined tandem technical support¿s offer to perform a pump system check. Customer reverted to using manual injections for insulin therapy. Upon follow up, customer reported to have been discharged on 03/09/2019